Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received an appropriate treatment and two inappropriate treatments. The device was started up at 11:01:20 on (B)(6) 2026. At 07:52:50 on (B)(6) 2026, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 07:53:36, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm was idioventricular rhythm from 80-60 bpm. At 08:01:11 an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 08:02:10, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 08:02:56, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 70 bpm with motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. The electrode belt was disconnected at 08:35:57 on (B)(6) 2026.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received an appropriate treatment and two inappropriate treatments. The device was started up at 11:01:20 on (B)(6) 2026. At 07:52:50 on (B)(6) 2026, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 07:53:36, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm was idioventricular rhythm from 80-60 bpm. At 08:01:11 an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 08:02:10, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 08:02:56, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 70 bpm with motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. The electrode belt was disconnected at 08:35:57 on (B)(6) 2026.